Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/faded/discolored display screen. The reporter indicated that the display screen was no longer able to be read safely and resetting the contrast on the pump did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings:the pump display screen was observed to be dim and discolored with a reddish tint. Unrelated to the complaint, the pump battery compartment was found to be cracked from the threads to the case seal and from below the bumper pad. The pump was confirmed to be able to successfully power on for testing using the returned battery cap.